Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be intermittently depleting rapidly. Customer reported blood glucose level was not impacted by the issue. Reportedly, the customer reverted to an alternate pump for insulin therapy and had manual injections available for alternate insulin therapy.